Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out the right ventricular lead exhibited an insulation anomaly. Since the insulation damage was small the physician decided to insert a "lead cup" within this area with sutures to protect the outer insulation. The lead remained implanted. The patient's condition was stable.